Manufacturer narrative:
Procedure note medical review conclusion: a detailed procedure note medial review has been completed. Data review does not indicate that the fred device incomplete deployment was solely due to the fred device. Operative data review indicates that the inability of the fred to open was due to the atlas device which the operative physician indicates that this device did not fit the vessel wall, and its struts stood up, causing the incomplete deployment of the fred. Fred was placed inside the neuroform atlas with no difficulty and blood flow became improved. Post-operative patient status indicates no complications such as paralysis were observed after the patient¿s awakening from anesthesia. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, the following is taken from the english version): f. Potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure ¿ blindness ¿ complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves ¿ cranial neuropathy ¿ death ¿ device fracture, migration or misplacement ¿ dissection or perforation of the parent artery ¿ headache ¿ hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) ¿ infection ¿ mass effect ¿ neurological deficits ¿ reactions to anti-platelet/anti-coagulant agents ¿ reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) ¿ reactions to anesthesia and related procedures ¿ reactions to contrast agents including allergic reactions and kidney failure ¿ rupture of the aneurysm ¿ stenosis of stented segment ¿ seizure ¿ stent thrombosis ¿ stroke or tia (transient ischemic attack) ¿ thromboembolic event ¿ vasospasm ¿ visual impairment 12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Note: fluoroscopy may be used up to this point at the physician's discretion. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 14. Carefully advance until the device exit marker on the proximal end of the delivery wire approaches the rhv. At this time, fluoroscopic guidance must be initiated. 15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Note: if applicable, verify microcatheter placed into aneurysm in step 3 is still properly positioned for coil delivery. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. 18. If necessary to maintain access through the implanted device, advance the microcatheter distal to the implanted device. Remove and discard the delivery wire. Caution: the fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. 19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. If applicable, detachable coils may be delivered into the aneurysm sac following conventional methods, utilizing the jailed microcatheter from step 3. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. After completing the procedure, withdraw and discard all applicable accessory devices. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The event as described could not be confirmed. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Device has been implanted.

Event description:
It was reported that the stent did not open. A competitor stent was already implanted, and a guidewire was difficult to pass through the competitor stent, so the guidewire was exchanged from soft type to stiff type. Microcatheters were also exchanged. Then the fred was implanted. About 10 minutes after the implantation of the fred, blood flow became impaired. The visible part of the fred was confirmed to be well opened, but the bone and coils overlapped near the neck of the aneurysm, making it impossible to check the deployment condition. As the microcatheter had been caught near the neck of the aneurysm during the initial cannulation, the physician suspected that the initial competitor stent did not fit the vessel wall, and its struts stood up, causing the incomplete deployment of the fred. The fred was placed inside the initial competitor stent without much difficulty, pta was performed with a gateway catheter, and blood flow became improved. After pta, the guidewire was found to be moved from the greater curvature side to the lesser curvature side of the aorta, it was likely that the impaired blood flow was caused by the incomplete deployment of the fred due to the struts of the initial competitor stent. An evaluation of angiography after improvement of blood flow confirmed no issues of the blood flow in the pica and the ba, and no complications such as paralysis were observed after the patient¿s awakening from anesthesia. It is unknown if the occlusion was thrombosis or not as peripheral occlusion could not be identified as no intravenous infusion of ozagrel or other drugs was administrated, and blood flow was recovered by pta.